Manufacturer narrative:
This report is submitted on november 13, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2009 due to an infection.